Manufacturer narrative:
The reported events of lead dislodgement, inappropriate shocks and far p wave oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. Visual inspection of the lead did not find any anomalies. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were confirmed.

Event description:
New information received notes that the lead exhibited far p oversensing.

Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, it was found, that patient's right ventricular (rv) lead exhibited inappropriate shock, due to oversensing. It was noted from x-ray, that the lead was dislodged. The lead was explanted and replaced. The patient was stable.